Event description:
Report received from the USA stating that the device had a damaged neuro tip. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated. The reported problem was confirmed. The device was observed to have a damaged neuro tip. If additional information is received, a supplemental MDR will be sent. A review of the device history record did not indicate any conditions during manufacturing operations that would be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture.